Event description:
It was reported that during an atrial flutter (af) procedure, a versacross access sheath was selected for use. A non-boston scientific mapping catheter (advisor hd grid x) was inserted into the veracross sheath to map the atrium. Fluid was withdrawn from the sheath until blood was seen. The tip of the catheter was inserted and fluid was pulled back through the sheath again before advancing catheter into the heart chamber. However, when withdrawing blood and air was noted to continue to leak. The catheter was removed, and both the sheath and catheter were re-flushed and then reinserted, but the issue reoccurred. The mapping catheter was then replaced, and the issue was resolved. The procedure was completed with no adverse patient consequences reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information, but it was not available yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained as of yet.